Event description:
It was reported that devices were used during a laparoscopic gastric bypass. The device gaskets tore. Another device was used to complete the case for each. There was no consequence to the pt.